Manufacturer narrative:
It was reported that explants have been kept by the facility and cannot be sent for investigation.

Event description:
It was reported that patient underwent a revision surgery to replace a knee implant to a hinge knee due to global instability.

Manufacturer narrative:
(B)(4).